Event description:
It was reported that the patient presented to the emergency room with an arrythmia. Upon interrogation, the right ventricle (rv) lead exhibited failure to capture. Subsequent evaluation with x-ray imaging confirmed that the rv lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.